Event description:
Extended heavy menstrual bleeding requiring tx with megace. Blood thick, black, tarry, with strong odor. Restricted blood flow to legs, groin, and uterus. Constant bilateral leg pain, ankle to groin. Not informed of risks prior to uae.